Manufacturer narrative:
Concomitant medical products: product ID :3550-05, lot# unknown. Product type: accessory. Other relevant device(s) are: product ID: 3550-05, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a trial patient who was using an external neurostimulator (ens). It was reported that the percutaneous extension was severed during the advanced evaluation. The patient explained they thought the wire was cut when getting their dressings changed. A healthcare provider sent the rep a photo of the extension piece and it was cut in two. No interventions had occurred at the time of the report. No further complications were reported.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep). When asked for the actions taken to resolve the severed extension it was reported that the rep talked to the healthcare provider on the phone during the patient¿s visit and confirmed the lead was cut. No further complications were reported. Additional information was received from a manufacturer¿s representative (rep) on (B)(6) 2019. When asked if the lead was cut as well as the extension the rep clarified that the percutaneous extension was cut just proximal to the plastic portion that goes into the twist lock cable. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.